Manufacturer narrative:
The insulin pump was received unable to download pump to carelink or communicate with test glucose meter or remote due to faulty electrical component on the radio frequency board. However, all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarms or displacement anomalies were noted. The motor was tested outside the device and passed. All of the buttons are responding properly. No button error alarms were noted. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized in (B)(6) with a high blood glucose level of 500 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they had a stomach virus prior to the hospitalization. The customer mentioned that their insulin pump was exposed to x-ray machines/ the customer received a button error from their insulin pump. However, the customer was assisted with troubleshooting and the device passed the test functions. The customer sent their insulin pump back for analysis.